Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm portico ng/navitor valve was successfully implanted in a patient. On 03 march 2024, it was noted that the patient referred to both of their ankles being more swollen that normal. The patient's oral furosemide dosage was increased from 40mg to 80mg. The patient recovered to baseline after two weeks. The cause of the patient's abnormally swollen ankles is attributed to the patient's being less mobile post-procedure and the patient's past medical history. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of procedure.

Manufacturer narrative:
An event of inflammation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient's ankles were swollen. Medication was provided to the patient. The patient recovered to baseline after two weeks. The cause of the patient's abnormally swollen ankles is attributed to the patient's being less mobile post-procedure and the patient's past medical history. There is no allegation of malfunction against the device or procedure. Based on the information received, the root cause of the reported event appears to be related to post-procedure and patient condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm portico ng/navitor valve was successfully implanted in a patient. On (B)(6) 2024, it was noted that the patient referred to both of their ankles being more swollen that normal. The patient's oral furosemide dosage was increased from 40mg to 80mg. The patient recovered to baseline after two weeks. The cause of the patient's abnormally swollen ankles is attributed to the patient's being less mobile post-procedure and the patient's past medical history. There is no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of procedure.